Event description:
In late 2008, the patient's daughter reported that the month prior, the patient's blood glucose began to elevate and he was feeling very poor. By the next day, his blood glucose measured "hi" on his blood glucose monitor and he was vomiting. The day prior to original date, the patient was taken to the hospital and his blood glucose measured over 900 mg/dl and he was diagnosed with diabetic ketoacidosis. He was treated with a saline IV and an insulin drip. By original date, the patient's blood glucose had returned to normal (110 mg/dl) and he reconnected to his infusion site. His blood glucose elevated to over 370 mg/dl and he was disconnected from the infusion device. The patient's daughter stated that the patient changes the insulin cartridge every "few" days, the infusion tubing every "couple" of weeks, the infusion site once per week, and the adapter was last changed 3 months ago. The daughter was advised to change the infusion site every 3 days, the infusion tubing every 6 days, and the adapter with every 10th cartridge change. She reported that while the hospital staff was working with the infusion device insulin spilled into the cartridge compartment. Product was replaced and requested to be returned for evaluation.